Event description:
On march 25th, 2009, intn' affiliate product surveillance received a report from cts in which the customer returned their flo-gard pump, product code 2m8063, to cts reporting that on an unk date, the device closed (shutdown) by itself. The device was returned to cts against the rga created in march 2009. It was not reported when the problem was noted, however, there was no reported pt injury or medical intervention. The customer f/u indicated that the device shut down when (their client) was trying to work with the device. Although requested, additional info was not available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation or if additional info becomes available.